Event description:
It was reported by the customer that a pyxis medstation es system had a door failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door 4 in tower 1 had failed. A field service engineer replaced microswitches on latch door 4 to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.